Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two images were provided from the field. One image which appears to show cobra deformation when deployed through the loader on the operation table, another image shows cobra deformation inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. However, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended sheath size to be used with 14-12mm amplatzer duct occluder is 7f.

Event description:
N/a

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 14-12mm amplatzer pda duct occluder was selected for implant using a 7f amplatzer torqvue delivery system. The duct was measured 8x15mm. During loading, the occluder was unable to be loaded into the torqvue. The torqvue was upsized to an 8f "flexor sheath", but the occluder still could not be loaded. The delivery system was again changed to a 9f amplatzer talisman delivery sheath. The occluder was successfully deployed, however, cobra deformation was observed. The plug was attempted to be deployed again, but the deformation persisted. There was interaction around the pa as the device was deployed, however the device was retrieved when the cobra deformation became clear. There was no angulation/kink with the delivery system and the occluder was never released from the delivery cable while inside the patient. The occluder was removed from the patient and a non-abbott occluder was selected. The non-abbott occluder left a residual shunt and was not implanted. Then, a 12mm amplatzer muscular vsd occluder was attempted. However, the vsd "sat too far into the lpa causing an obstruction" and was therefore removed before release from the delivery cable. Then, a 10mm amplatzer muscular vsd occluder was attempted. However, this device also caused obstruction and was removed prior to release from the delivery cable. Finally, a 14mm amplatzer vascular plug ii was attempted. However, this device embolized prior to release and was removed from patient without being released. Ultimately, no device was implant and the patient was referred to the surgical team for surgical closure. The patient was reported to be in stable condition and recovering.